Manufacturer narrative:
On 0/23/2017, it was reported that the customer met with a clinical diabetes educator. No additional information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was high and the ketone level was moderate. Insulin injections were administered address the bg level. The customer reported air gaps in the tubing and thought that this was the cause of the high bg. The customer reverted to using a non-tandem pump for insulin therapy as the customer thought more training was needed before resuming with the tandem pump.